Manufacturer narrative:
Article citation: elliot, robert, a. Morsi, a. Silverberg, c. Carlson, e. Geller, o. Devinsky, and w. Doyle. "Changes in efficacy of vagus nerve stimulation (vns) over time: review of 65 consecutive patients with treatment-resistant epilepsy treated with vns> 10 years."

Event description:
It was reported through a scientific article that a vns patient died from status epilepticus. The article did not contain further information regarding the patient's death or relationship to vns. Good faith attempts to obtain additional information have been unsuccessful to date.